Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
The nurse was in the process of deflating the balloon for a monthly catheter change but the balloon would not come out using the normal process. As a result, they tried cutting the catheter, used a wire to pop the balloon, used mineral oil, and tried irrigation of the bladder. None of the strategies worked to deflate the balloon. The device had to be surgically removed. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#: (B)(4). There was no sample returned for investigation therefore investigation was conducted based on current production samples which are same type and same size with the complaint device. Based on the investigation conducted, the balloons could inflate and deflate without any abnormalities observed or difficulties faced. There were no products functionality issues observed based on production samples. In current manufacturing process, all foley catheters undergo 100% inspection, inflation, deflation and 30 minutes leak test prior to packaging. Any defective product will be culled out during this process. Therefore, this complaint could not be confirmed.

Event description:
The nurse was in the process of deflating the balloon for a monthly catheter change but the balloon would not come out using the normal process. As a result, they tried cutting the catheter, used a wire to pop the balloon, used mineral oil, and tried irrigation of the bladder. None of the strategies worked to deflate the balloon. The device had to be surgically removed. The patient's condition was reported as fine.